Event description:
The customer reported that while cleaning the screen, the central nurse's station (cns) got stuck in windows and will not allow them to get back into the application. There was no patient injury reported.

Manufacturer narrative:
The customer reported that while cleaning the screen, the central nurse's station (cns) got stuck in windows and will not allow them to get back into the application. Technical support (ts) had the customer restart the cns and made sure all cables were connected to the correct ports; however, the issue remained. The customer moved the patients to another cns. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field(s) contain no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/02/2025 called jayce to ask for model and serial numbers of any devices that the reported device was connected to. Left voice message to return my call with this information. Attempt # 2: 06/04/2025 called jayce to ask for model and serial numbers of any devices that the reported device was connected to. Left voice message to return my call with this information. Attempt # 3: 06/06/2025 called jayce to ask for model and serial numbers of any devices that the reported device was connected to. Left voice message to return my call with this information.

Manufacturer narrative:
Details of complaint: the customer reported that while cleaning the screen, the central nurse's station (cns) got stuck in windows and will not allow them to get back into the application. Technical support (ts) had the customer restart the cns and made sure all cables were connected to the correct ports; however, the issue remained. The customer moved the patients to another cns. There was no patient injury reported. Investigation summary: the returned device was evaluated. During evaluation, the original unit's touchscreen functionality was found to be non-functional due to a missing elo config shortcut. The root cause is software configuration due to use error. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that while cleaning the screen, the central nurse's station (cns) got stuck in windows and will not allow them to get back into the application. There was no patient injury reported.